Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. The customer attempted to resolve the issue by charging the pump; however, the pump would not turn back on despite the use of multiple usb cables and wall adapters. Customer¿s blood glucose was 234-235 mg/dl. Customer reverted to manual injection for insulin therapy.